Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. It was confirmed sample handpieces displayed a bias current error and experienced function loss when connected to the cable by the service technician through functional evaluation. During the inspection, it was found the cable had damaged internal wiring. The device was scrapped by the manufacturer.